Event description:
It was reported that a homechoice device experienced a system error 2367 (resume air/fluid in set) alarm. The patient turned teh device off and on, the alarm cleared and the supplies were discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.